Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 55 and blood glucose was 119 mg/dl. The customer stated that he shot up to 400 and the blood glucose was at 250 mg/dl. The customer stated that he is getting calibration error and it is not reading properly. The customer was advised to wait until blood glucose is stable to calibrate. The customer was advised to monitor the issue and to call back if the issue persists.